Manufacturer narrative:
This complaint was reopened in reference to (B)(4). Investigation ( description incoming product condition) the valve was returned submerged in an unknown liquid in the provided return kit. Result: first we performed a visual inspection of the progav. Except scratches, no significant deformations or damage of the valve were detected during the visual inspection. Next we tested the permeability, adjustability, and opening pressure of the valve as well as the brake functionality and brake force. The valve was permeable with difficulty, but met all other specifications. The shunt assistant was not permeable. Finally, we dismantled the valves. Inside both valves we have found slight build-up of substances (likely protein). Based on our investigation, we confirm the presence of occlusion in the system at the time of investigation. This is likely due to the deposits observed inside the valves. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from miehtke (B)(4). No further actions required.

Event description:
According to the complainant a progav was blocked postoperatively. The valve was implanted on (B)(6) 2017. It was removed on (B)(6) 2017 due to the malfunction and returned to the manufacturer. Further details were not provided. Height: 174 cm.